Manufacturer narrative:
A potential cause for the reported increase in the patient¿s lactate dehydrogenase (ldh) level was confirmed during the evaluation of returned pump. Examination of the pump blood-contacting surfaces found denatured rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The rings appeared to have been a single formation that was pulled apart during disassembly. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The observed thrombus could have contributed to the reported increase in ldh. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the driveline wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange. The patient had an elevated lactate dehydrogenase level of 1500 u/l and isolated pump power spikes. During the pump exchange, no visible thrombus was observed. No further information was provided.